Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential. This is pending repair completion.

Event description:
The customer reported that the ventilator alarmed with patient circuit occluded and low leak co2 rebreathing risk. The customer reported that unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Per the biomed the blower was replaced to address the patient circuit occluded and the low leak co2 rebreathing risk is due customer not using proper settings per the service manual to perform the testing.